Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake/steer mechanism was broken. He replaced brake/steer mechanism to repair the bed.